Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a non-tortuous and moderately calcified vessel. The opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. During pullback, the catheter wrapped around a non-boston scientific (non-bsc) wire. Both the catheter and the wire were pulled out together. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
G4: premarket / 510(k) # k160514, k222568.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window and tip were kinked. The guidewire exit port was lifted, but the distal section of the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter. G4: premarket / 510(k) # k160514, k222568.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a non-tortuous and moderately calcified vessel. The opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. During pullback, the catheter wrapped around a non-boston scientific (non-bsc) wire. Both the catheter and the wire were pulled out together. The procedure was completed with another of same device. No patient complications were reported.